Event description:
It was reported that patient with this right ventricular (rv) lead experienced perforation into the pericardium and cardiac tamponade. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.